Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia and hyperglycemia while using the ilet system, describing continued insulin delivery despite declining glucose and difficulty exercising, with subsequent discontinuation of the pump and intermittent use of subcutaneous insulin pens. Symptoms included headaches during hypoglycemia and a reported episode of palpitations. Outcomes included blood glucose excursions into the 60s and 300s for a few hours without ketone testing, medical intervention, or hospitalization, and self-management with fast- and long-acting insulin. Investigation included review of uploaded reports and user interview, which identified frequent missed meal announcements and user-initiated insulin stacking with long-acting insulin leading to overcorrections. Investigation of this case revealed that the device likely responded to unannounced meals with correction dosing and that user behaviors, including missed announcements and additional insulin dosing, contributed to glycemic variability. It was concluded that the event was user-related, and education and additional training were recommended to address meal announcement use and avoid insulin stacking. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.